Manufacturer narrative:
(B)(4). Yoke teeth. Batch # m5291p. The analysis results found that the ats45 device was received with the clamping mechanism damaged. A tr45g cartridge was loaded in the device. The returned cartridge reload was received partially fired 1/10 consistent with an incomplete firing cycle. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon had trouble with the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient.